Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" key contact was misaligned. The "ok" button key contact was inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt's mother reported that the "up" arrow button was intermittently responding on the keypad. The keypad was not peeling or exposed to moisture and cleaning products.